Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that it is unknown if the procedural delay was clinically significant. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There had not been any resistance during advancement of the device. The stent did not appear damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. It was reported that there was blood flow restriction. Additional clarification received on 20-jun-2023 indicated that there was no blood flow restriction. One video was received, and the review was made by an independent physician; the results are shown below: the case is about a stenosis in the internal carotid artery. This stenosis was attempted to be stented. At the first attempt, the physician did not see the stent tip open up to satisfaction and from what I understand from the description the stent was retrieved and the same stent was attempted again. At this time, the stent did not open up but was still left in place without trying a new device. Massaging with a guide wire did not have effect. From the single movie provided it is not clear what the underlying cause of the incomplete opening is. A logical explanation could be an eccentric stenosis due to icad, which prohibits the stent from full deployment. Other explanations may be: 1) angulation in the artery, 2) clotting at the stent tip, 3) other. Since the stent cannot be returned it is not possible to analyze the case further. Incomplete stent expansion is a known potential procedural complication associated with the enterprise 2 vrd. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device manufacturing and expiration dates are not available at the time of this report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 7591271) was in place and the physician started to release the stent. It was found that 3 markers of the stent tip were converged which could not fully open or expand as intended. The physician retracted the stent to the unspecified microcatheter (mc) and delivered it to target location again and released the stent. The doctor observed the stent from multiple angles under the ray, and the 3 markers were still unable to expand. An unspecified micro guidewire was used to massage the stent, but the markers were still unable to open. The procedure was prolonged about 4 hours. The patient was stable currently.